Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' The titanium hexed uniscrew (uniht) was not returned to pbg for inspection. Although the manufacturer (zb EU authorized representative)has received the product, the manufacturing/investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment (lost in transit by ups, tracking 1z270w870491828792). Therefore, the product has not been physically inspected. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth 36 (fdi) and used for approximately 3.5 years.the reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has not provided additional pictures or x-ray images of the product.DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications.a complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (uniht). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One titanium hexed uniscrew (uniht) was returned for inspection. Review of the returned device notes that the screw is fractured midway across the threads. The screw top half was not returned. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Review of appropriate documentation: documents reviewed: zbinstsm rev. B 12/19; torque matrix - external connection; page 10-11 also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (uniht). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.